Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The patient reported that the lead was going to be capped and replaced as it had been implanted for twenty eight years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.